Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The reported patient effect of occlusion as listed in the multi-link vision instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had an acute myocardial infarction and using a femoral artery access approach during a procedure of the sub-occlusive, moderately tortuous and calcified, 90% stenosed, de novo, mid right coronary artery (rca), after pre-dilatation the 3.0 x 23 mm vision stent delivery system (sds) was advanced but could not cross the lesion. It was noted that the vessel became totally occluded and there was no flow. It was noted that additional pre-dilatation was performed but the vessel kept occluding suggesting no-reflow; additional medication was given without success. Only pre-dilatation balloon angioplasty was completed and it was not reported how the lesion was treated. There was no reported adverse patient sequela. No additional information was provided.